Event description:
The following was reported to hamilton medical ag: per our conversation this morning, regarding the c1 ventilator, that had a maximum leak compensation and exhalation obstructed alarms multiple times, additional information received. Patient had to be hand bagged and ventilator was switched. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: per our conversation this morning, regarding the c1 ventilator, that had a maximum leak compensation and exhalation obstructed alarms multiple times, additional information received. Patient had to be hand bagged and ventilator was switched. No patient harm or consequences.